Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was implanted. No adverse events were noted. The following day, the patient complained of no bowel movements. The patient had a hemoglobin test and it came back around 8 grams per deciliter (g/dl). They performed a follow up echocardiogram and the device looked fine. No pericardial effusion was noted. A computed tomography (CT) scan was also performed, but they could not find any bleeding in the body. The patient's health declined and they passed away two days post procedure. The patient was listed as "do not resuscitate" and the family declined an autopsy. The cause of the patient's death is unknown.